Manufacturer narrative:
(B)(4). The reported field event of an output anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the device was explanted due to output issues. No known issue were noted post-procedure.